Manufacturer narrative:
Investigation: the customer originally called tbct to discuss the red blood cell (rbc) detector had to be disabled on the spectra optia device. Per the run data file (rdf) the depletion replacement fluid was saline/albumin. The run data file (rdf) was analyzed for this event. Signals in the run data file showed that the machine operated as intended and the rbc detector is working as intended. Per aabb (ed.), et al., circular of information for the use of human blood and blood components, october 2017: reactions to transfused blood products can include fever, circulatory overload, shock, allergic reactions, alloimmunization, graft-versus-host disease, and transmission of infection. Citation: aabb (ed.), et al, circular of information for the use of human blood and blood components, 2006, tenth edition, council of europe publishing., seattle, wa. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing treatment for acute chest syndrome due to sickle cell crisis when they experienced rigors and a possible febrile reaction. The medical emergency team (met) was called. The procedure was aborted during the 8th bag (of 13) packed red blood cells (prbcs).the exchange set is not available for return because it was discarded by the customer. The patient ID, age, weight and outcome is not available at this time.

Event description:
Per the customer, they received the alarm 'cells detected in plasma line' during the procedure.they decreased the ac ratio to 8:1 for 10 minutes then increased to 10:1 for rest ofprocedure as well as changed hct to 26 (lab result from pre-procedure that resulted oncestarted) from 31 (lab result when started procedure).the customer did not respond to multiple attempts to obtain information for the investigationsuch as patient information, patient outcome or additional procedural details.

Manufacturer narrative:
This report is being filed to provide corrected information is provided in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.according to therapeutic apheresis: a physician's handbook, chills or rigors occur duringtherapeutic procedures with a frequency of 0.2%.root cause: a definitive root cause for the patient's reaction could not be determined. Possiblecauses include, but are not limited to:- an interaction of leukocyte antibodies in the patient's plasma with leukocytes in the replacementrbc unit/s- patient's underlying disease state- patient's sensitivity to the procedurecorrected investigation: aabb (ed.), et al, circular of information for the use of humanblood and blood components information provided in the initial MDR is not longer relevant to thisevent and has been removed from this investigation.